Event description:
After assembling final components, surgical tech cut her finger on the distal tip of the 18x115 universal femoral stem. The stem pierced through both gloves and cut her finger. Since the stem was now contaminated, it needed to be removed from the femoral adapter. The surgeon and staff were unable to do this, so they ultimately switched to a 7-degree femoral adapter and new 18x115 stem. This problem resulted in a 90 min surgical delay.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Review of the device history record did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the product code. The investigation could not verify or draw any conclusion about the reported event. No evidence was found suggesting product error was a contibuting factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.